Event description:
It was reported that the pump exhibited a "travel coarse error - check clutch/plunger lever" when performing occlusion test. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the issue. It was determined that the root cause was due the worn-out clutches. The clutches were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.